Manufacturer narrative:
On november 16, 2023, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the device. During visual evaluation no apparent damage or visual anomalies were observed on the breast implant. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 20, 2023, mentor became aware that information was inadvertently omitted from the first supplemental report. A manufacturing record evaluation (mre) was performed for lot 5986556, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The device manufacture date was also updated to april 16, 2010. Manufacturer¿s reference number: (B)(4) in the first supplemental report, h10 additional manufacturer narrative should have been included the manufacturing record evaluation as: a manufacturing record evaluation (mre) was performed for lot 5986556, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Additionally, h4 device manufacture date should have been reported as april 16, 2010.

Event description:
It was reported that a patient underwent a breast augmentation revision surgery with implantation of a 450cc mentor memorygel breast implant prosthesis. Post-operatively, the patient desired larger breast implants. Resultantly, a consultation with a medical professional was conducted and she was noted to have a double bubble deformity of the right breast in addition to asymmetric nipple areola positioning. As a result, the patient underwent a bilateral periareolar lift in addition to bilateral removal and replacement with 800cc mentor memorygel breast implants on (B)(6) 2023. However, during the surgery, a ruptured right breast implant was discovered which caused a procedural delay. The delay did not result in any additional patient consequences. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2023-10188 for the contralateral event.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time.  When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress.  Once completed, a supplemental report will be submitted. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: anisomastia. Manufacturer¿s reference number: (B)(4).